Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Video footage provided confirmed the complainant¿s experience of incomplete clip closure. Based on the condition and testing of the returned unit, in addition to video footage provided by the complainant, it is likely that the reported event was caused by the user not following the instructions for use (IFU), which states "prior to locating the jaws around the vessel or structure, partially close the clip applier trigger to load the clip in the jaws." The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: lap chole. Event description: the product was used in the lap cholecystectomy procedure. The clip applier ca500 does not seal the clip completely. The first video will show how the clips are applied to the vessels. The second video will show the sealing of the vessel is not done 100% were the vessel starts to leak. Not what we current know of so far regards to bile leakage. Surgeon will notify me. Additional information received from applied medical representative via email on (B)(6) 2023: more clips were applied, blood loss was minimal. The trigger could be moved as normal. Yes the clip did fully load into the jaws upon actuation. The trigger was squeezed ¿plastic to plastic". The surgeon fully skeletonized the vessel prior to using the clip applier. The surgeon did not use the clip applier to skeletonize tissue. Patient status: patient is fine. Intervention: still the same clip applier.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: lap chole. Event description: the product was used in the lap cholecystectomy procedure. The clip applier ca500 does not seal the clip completely. The first video will show how the clips are applied to the vessels. The second video will show the sealing of the vessel is not done 100% were the vessel starts to leak. Not what we current know of so far regards to bile leakage. Surgeon will notify me. Additional information received from applied medical representative via email on 5dec2023: more clips were applied, blood loss was minimal. The trigger could be moved as normal. Yes the clip did fully load into the jaws upon actuation. The trigger was squeezed ¿plastic to plastic". The surgeon fully skeletonized the vessel prior to using the clip applier. The surgeon did not use the clip applier to skeletonize tissue. Patient status: patient is fine. Intervention: still the same clip applier.